Event description:
It was reported that the setscrews broke while the surgeon was tightening down into the pedicle screw. The thread of the setscrew sheared off and the debris fell into the patient. The setscrew was removed and replaced. The debris was removed. No patient complications were reported.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.